Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented via merlin.net transmission. Review of transmission showed patient was experiencing atrial flutter. Device did not show mode switch. Programming changes were made. Patient left clinic in stable condition.